Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review and another log file was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 51 days (30mar2022 ¿ 20may2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 10:21:29 ¿ 10:21:30. The alarms were caused by the ac power cord coming lose from the back of the outlet. The alarms cleared once the ac power cord was reconnected. Additional no external power alarms were active on (B)(6) 2022 from 23:16:13 ¿ 23:16:27. The alarms were caused by a loss of ac power to the house during a thunderstorm. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the events. The driveline was disconnected on (B)(6) 2022 at 13:04:33 and the controller was shut off at 13:04:49. There were no other notable alarms active in the log file. The root cause of the reported event was stated to have been caused by the power cord coming unplugged from the wall and a loss of ac power to the home during a thunderstorm. Heartmate ii instructions for use rev. C entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook rev. C entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for the hm ii lvas implant kit: 2916596-2022-11273. Related manufacturer report number for the hm ii pocket controller: 2916596-2022-11274. It was reported that the patient had a potential short to shield driveline issue on (B)(6) 2022. On (B)(6) 2022 at 10:21, there was a no external power alarm when the mobile power unit (mpu) cable came out of the wall according to the patient. On (B)(6) 2022 at 11:16, there was a no external power alarm when the patient lost power due to a thunder storm. Log files captured low voltage alarms on these times that were associated with interruption of the mpu function. On (B)(6) 2022 at 00:02, there was one transient pump stop and one low speed advisory alarm that lasted around 3 seconds around midnight when the patient was sleeping on the mpu. Log file confirmed the alarms, but stated that the patient was tethered on mpu instead of a power module during the alarms. It was confirmed that the patient uses an mpu at home. These alarms only appear to be occurring while the vad is connected to the mpu. The patient did not have any symptoms when the pump stopped while they were sleeping. X-rays were taken and showed a possible area of concern. On (B)(6) 2022, it was noted that the patient's wires has a lot of repair tape and external driveline revision was performed , and no alarms on the grounded patient cable was observed after the repair. During the repair, the controller was exchanged because the power leads were damaged with exposed wiring.

Manufacturer narrative:
B5: the patient's transplant was reported under MFR:2916596-2022-12610. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis, and a log file was submitted for review and another log file was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 51 days (30mar2022 ¿ 20may2022 per timestamp). No external power alarms were active on 07may2022 from 10:21:29 ¿ 10:21:30. The alarms were caused by the ac power cord coming lose from the back of the outlet. The alarms cleared once the ac power cord was reconnected. Additional no external power alarms were active on 09may2022 from 23:16:13 ¿ 23:16:27. The alarms were caused by a loss of ac power to the house during a thunderstorm. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the events. The driveline was disconnected on 20may2022 at 13:04:33 and the controller was shut off at 13:04:49. There were no other notable alarms active in the log file. The root cause of the reported event was stated to have been caused by the power cord coming unplugged from the wall and a loss of ac power to the home during a thunderstorm. Additionally, the reporting of a potential short in the ac power cord may have also contributed to the reported event; however, this was unable to be confirmed. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 01jun2020 heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was returned because the patient thought there was a short circuit in the power cord to the mpu as it alarmed when the patient steps on the cord or moved around. The patient reported a confusing description by saying the alarm occurred when they are on the mpu cord and not on the cord. The mpu had a v-lock connector on the ac power cord. A replacement mpu was sent. The mpu was returned due to the patient being transplanted and that the patient requested the mpu to be scrapped.